Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: isd- tubing set that had air in line.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that the tubing had an air bubble in it. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd infusion set experienced air in line. The following information was provided by the initial reporter: isd- tubing set that had air in line.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).